Manufacturer narrative:
H10: the device was received for evaluation. An unaided visual inspection was performed and a tear at the lower edge was observed. Functional testing was performed and a leak at the lower left side edge area was observed. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred between may 30, 2023 to june 02, 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the side seam. This issue was identified during filling. There was no patient involvement. No additional information is available.